Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was exposed to river water. Customer's blood glucose was 164 mg/dl at the time of the incident. Customer stated that he does not see any cracks on the pump and that he does recall dropping the pump. Customer stated that he received a button error alarm and the pump did not work enough to get his bolus delivered. Customer stated that he gave himself injections per his back-up plan. Customer declined troubleshooting for the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.